Manufacturer narrative:
The pipeline flex embolization device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that distal end of pipeline flex embolization device (pfed) never opened. The physician re-sheath 3 times but did not open the device. Pulled out the whole system from the patient. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. Another size of the pipeline device was used, and procedure was completed. The post procedure angiographic results show good flow diversion and collaterals. No patient injury was reported. The patient underwent embolization treatment of a small unruptured saccular distal supraclinoid aneurysm measuring 5mmx4mm, landing zone distal 4mm, proximal 5mm.

Manufacturer narrative:
The pipeline flex was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex braid appeared fully opened with moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end was not confirmed as the distal and proximal ends of the returned pipeline flex braid appeared fully opened with moderately frayed. However, based the customer's provided photo, the complaint was confirmed as the distal end of the pipeline flex braid appeared to be not opened. The customer reported that the patient¿s vessel tortuosity was moderate, and that the device was deployed on the bend. It is possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a bend. The damage to the braid on the ends of the pipeline flex braid is likely the results of the customer re-sheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.